Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was damaged during preventative maintenance (pm). The alleged malfunction is unknown. There was no patient involvement and no adverse event was reported.

Event description:
It was reported while performing a preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) a getinge field service engineer (fse) pinched a wire when replacing the tidal volume disk. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board (the board) was returned to getinge's national repair center (nrc) for failure analysis. Inspection of the board was completed per procedure and ipc-a-610 standard, with no visual damage observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The nrc observed that the unit booted up without pressing the on off switch. Also the unit could not be powered down from the "on off switch". When the field service engineer pinched the wire in the tidal volume disk, he caused the above failure. The board failed testing and has been sent to to the supplier for failure analysis per procedure.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier was not able to repair the board after changing components cr40,q33 and q34.the board continued to have multiple failures. The supplier stated that the board was unrepairable and returned the board as unrepairable. The board will be scrapped per procedure.

Event description:
It was reported while performing a preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) a getinge field service engineer (fse) pinched a wire when replacing the tidal volume disk. There was no patient involvement and no adverse event was reported.

Event description:
It was reported while performing a preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) a getinge field service engineer (fse) pinched a wire when replacing the tidal volume disk. There was no patient involvement and no adverse event was reported.

Event description:
It was reported while performing a preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) a getinge field service engineer (fse) pinched a wire when replacing the tidal volume disk. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The fse that was performing the pm replaced the pneumatics module and the solenoid controller board but this did not correct the issue. The unit would power up on its own when power was applied to it. The fse replaced the backplane board and this did not correct the issue. After speaking with associates and troubleshooting the problem, the fse replaced the power management board and the power up issue was corrected. The fse completed a full pm with calibration and functional and safety test as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.